Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer states that he has been having high blood glucose level of 200mg/dl-500mg/dl. Customer's blood glucose value was 297 mg/dl at the time of incident and current blood glucose was 297 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with took two units using the pump. Customer will not be returned device for analysis.